Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-jul-2025, a user reported difficulty during the fill tubing step of changing the ilet infusion set. Normally, 19 units of insulin are delivered during this procedure to fill the infusion set and observe droplets from the cannula. In this case, the user did not see droplets after pushing 19 units and continued until 40 units were pushed. Upon inspection, insulin was leaking from the cartridge plunger, indicating the cartridge may not have been fully filled. The user was advised to replace the supplies and start over. Blood glucose was not affected.